Event description:
The customer reported that the insulin pump was dropped and insulin was pushing out. The blood glucose reading was 200mg/dl. The caller also mentioned that the device was stuck in the delivery loop. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked on battery tube threads.